Event description:
Reportedly, the patient was admitted to the hospital due to ongoing ventricular tachycardia. Interrogation of the associated ICD revealed a shock impedance of 0 ohms (overload) for the last shock. The patient was transferred to another centre for lead revision.

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.